Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported through the surgical outcomes system via e-mail that a shoulder arthroplasty revision surgery is required due to complications and graft failure. No additional information provided. Additional information requested. On (B)(6) 2021, it was reported through the surgical outcomes system via e-mail that a shoulder arthroplasty revision surgery is required due to complications and graft failure. No additional information provided. Additional information requested. Additional information provided 8/16/2021: the date of the primary procedure was (B)(6) 2018 for an arthroscopic rotator cuff repair. Complication reported on (B)(6) 2021 due to a post-operative complication where a revision was recommended. Revision procedure took place on (B)(6) 2021.